Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited a detached adhesive on the bending section cover, and due to adhesive peeling around the bending tube, the connection between the bending section and the distal end was detached. There was no patient involvement.